Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, however the scope connector was deformed. The device evaluation found there was a gap between the acoustic lens and the ultrasound probe. Additionally, due to wear of fe lever, up down knob could not be locked securely, the scope cylinder was deformed, the adhesive around the light guide lens was peeling, the adhesive on the bending section cover was discolored, the connecting tube had a scratch, due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope¿s red valve can no longer be attached. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.